Manufacturer narrative:
(B)(4): the customer initially reported a battery issue. On (B)(4) 2011 new information was received making this a reportable malfunction. The unit was evaluated locally by a phillips' representative. The symptom was clarified to be that the device displayed an "ECG malfunction / multi-function electrodes (pads/paddles ECG)" message at power up that could not be cleared. Replacing the power pca resolved the failure.

Event description:
The customer initially reported a battery issue. On (B)(6) 2011 new information was received making this a reportable malfunction. The unit was evaluated locally by a philips' representative. The symptom was clarified to be that the device displayed an "ECG malfunction / multi-function electrodes (pads/paddles ECG)" message at power up that could not be cleared.